Manufacturer narrative:
The lens was returned in a plastic container with the lens case base. Blood and solution was dried on the lens. The lens is cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided in the file that indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens, 13.5 diopter (add power +2.2/+3.2) lens was replaced with a another company 13.5 diopter, (1.5 extended depth of focus) lens. Due to the exchange of a company lens to an extended depth of focus lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. Additional information was provided that the patient has recovered after the exchange. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, and stated, that the patient had fully recovered.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The iol was exchanged with an alternate iol approximately 7 months following the initial procedure. Additional information has been requested however, further information has not been received.